Event description:
A customer observed a falsely elevated trop I result for a pt sample tested on the eci analyzer. The biased result was reported, but was not questioned. The customer did not issue a corrected report. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer does not follow ocd recommended testing algorithms for troponin I as described in the instructions for use, and is reporting unconfirmed trop I results. Datalog analysis indicated the presence of condition codes while testing the samples. A field engineer performed necessary repairs to the signal reagent metering system. The root cause of the biased result is instrument-related. The root cause of the biased result being reported is user error.